Event description:
The customer reported that the system did not display an image and there were collimator errors.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found that the arch connector was not fixed. There were power surges in the tube. The ge svc rep replaced the tube. The system operates as intended.